Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Acetabular reamers are dull - replacements are needed. No charge po# - (B)(4). Sizes from 44-58mm. 244000544 x 9; 244000545 x 9; 244000546 x 9; 244000547 x 9; 244000548 x 9; 244000549 x 9; 244000550 x 9; 244000551 x 9; 244000552 x 9; 244000553 x 9; 244000554 x 9; 244000555 x 9; 244000556 x 9; 244000557 x 9; 244000558 x 9. Ubc: sold to: (B)(4), ship to: (B)(4). Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.